Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The details of the lesion are unknown. On the first inflation the nc quantum apex mr 12mm x 3.00mm balloon was inflated to sixteen atmospheres and ruptured. The balloon was removed intact. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The details of the lesion are unknown. On the first inflation the nc quantum apex mr 12 mm x 3.00 mm balloon was inflated to sixteen atmospheres and ruptured. The balloon was removed intact. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).